Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer¿s blood glucose level was not impacted. Reportedly, after pump reset was performed, issue was resolved.